Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error after exposure to MRI. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer reported a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime or compromised force sensor system alarm test due to faulty force sensor resistor. Pump passed the rewind, basic occlusion test and displacement test. Motor passed motor test. No motor position encoder error noted. Insulin pump had cracked reservoir tube lip.